Event description:
Two devices (cev634-1a and cev538t5) were returned for repair to mxi service and repair.

Manufacturer narrative:
Device 2 of 2: cev538t5, lot# 120504 - manufacturing date: 05/2012. (B)(6). Cev634-1a: eval of cev634-1a indicated that the electrode palettes were damaged. The coating was damaged and the electrodes was in short circuit. The instrument was most likely damaged as a result of abnormal use. Cev538t5: eval of cev538t5: eval of cev538t5 indicated that the instrument was very hard to use. The lack of instrument lubrication most likely led to a jam of the handle pin. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).